Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was 10.7 mmol/l and the customer treated high blood glucose with a manual injection. The customer stated that in her opinion all of the reservoirs leaked and that she believed the moisture she noted in the reservoir chamber was attributed to this. She requested return of 1 used reservoir and the 6 unused reservoirs as well. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.